Event description:
It was reported that during use with bd¿ arterial cannula with flowswitch the catheter tip was damaged, it was soft and malleable. There was no report of patient impact. The following information was provided by the initial reporter: the end of the cannula tip is soft and malleable, collapses when you try to flush it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20jul2023. H6: investigation summary our quality engineer inspected the 2 photos and 54 representative samples, 30 from batch 2231223 and 24 from batch 2330967, submitted for evaluation. The reported issue of catheter tip integrity was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that the catheter tip of the sample in the photo was damaged. However, during the sample evaluations all the samples passed our visual inspection, with no signs of damages or defects present. Therefor bd could not determine a root cause for the reported failure production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd¿ arterial cannula with flowswitch the catheter tip was damaged, it was soft and malleable. There was no report of patient impact. The following information was provided by the initial reporter: the end of the cannula tip is soft and malleable, collapses when you try to flush it.